Event description:
The scissor blade broke off during the procedure. The blade was removed from the patient's nare intact. There was no harm to the patient. This incident did not increase the patient's length of stay.